Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. A provided photo of the lens in the patient's eye was received and evaluated in which damage was observed on the edge of the lens through the optic of the lens. Due to the image quality, no further evaluation could be performed. The complaint issue of difficult to use and cosmetic issues was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer had difficulties during screwing, they felt a resistance but decided to complete the implantation. When the intraocular lens (iol) was in the eye, they noticed that the optic was damaged. Due to the specificity of the patients eye, they decided to leave the iol in the eye. The risk to remove, explant and change the iol was too great. Trough follow-up we learned that the replacement of the lens could have led to a capsular problem which is why it was not attempted. The damage on the lens surface does not affect the quality of the vision of the patient. Remaining materials were discarded and no further details were provided.

Manufacturer narrative:
Age or date of birth, weight, ethnicity, per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: n/a, lens remains implanted; therefore, it was not explanted initial reporter telephone number: (B)(6). The device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.